Event description:
It was reported that after stenting the right renal with another co's stent, a dissection was noted distal to the deployed stent. A 7 x 18 herculink was used to cover the dissection. The herculink (off label use) was placed through the other co's stent and successfully deployed. The stent delivery system (sds) was slightly pulled back to post-dilate the herculink, when the balloon burst. The distal part of the balloon and marker band were left in the pt. An attempt was made to retrieve the balloon and marker, but it was unsuccessful. The balloon and marker were left in the pt. Reportedly, the pt was doing fine and the flow was fine.